Event description:
Customer reported that air bubbles were present in the insulin pump's reservoir. Customer also reported that the reservoir appeared to be leaking. Blood glucose level was 183.6 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.